Event description:
It was reported that the right atrial (ra) lead exhibited extra-cardiac stimulation. Upon an x-ray, it was observed that the ra lead was dislodged. The ra lead was repositioned. There were no patient consequences.

Event description:
It was reported that the right atrial (ra) lead exhibited extra-cardiac stimulation. Upon an x-ray, it was observed that the ra lead was dislodged. The ra lead was repositioned. There were no patient consequences.